Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens has an excessive vault and remains implanted. The reporter indicated the surgeon plans to explant the lens and exchange for a shorter lens.

Manufacturer narrative:
(B)(4) - no information; size incorrect for patient; (vaulting); (implanted). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. Method: medical review. Results: medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2015 and exchanged for a shorter lens. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens cae/vial. Visual inspection found the haptic torn. Claim# (B)(4).